Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was between 164-278 mg/dl. Customer stated she believed that she had mdi available for alternate insulin therapy but was unable to confirm. Customer declined cts follow-up to determine if back-up therapy was obtained.